Event description:
It was reported the pt had unintended stimulation in his abdomen and buttocks. Reprogramming was able to provide stimulation in his left leg and back with less abdominal stimulation. It was reported the pt would follow-up with the physician at a later date after he had tried the new programs. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.